Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager had failed multiple times. The customer was able to recover the remote manager, but the issue reoccurred and the unit failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manage was failed. A field service engineer stated that the remote manager was replaced by implementation, but diagnostics continued to show unlock timeout errors. The latch switches were replaced, but errors persisted. The latch itself was then replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.